Manufacturer narrative:
An event of device migration, improper or incorrect procedure or method, and hypotension was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. As an abbott employee did not attend the case, no information was received regarding the factors mentioned above. It was also noted that the valve was snared. Information from field indicated that blood pressure lowered and valve migration was seen after deployment, and the physician believes the migration is due to the physician using the implantation method and depth recommended for a non-abbott valve. Based on available information, the reported event appears to be related to user technique (incorrect implantation method). The reported improper or incorrect procedure or method is due to the user snaring the valve. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant during a transcatheter aortic valve implantation using a flexnav delivery system. During procedure, the valve was deployed. After the valve was fully deployed, the blood pressure lowered, and there was a valve migration on aortic imaging. The valve was snared, and a 23mm non-abbott transcatheter valve was implanted. The physician believed that the cause of the valve migration was because the same implantation method and implant depth was used that was typically used for a non-abbott valve. The patient status was reported as stable.